Event description:
Additional information received from the consumer reported the patient found a workaround regarding the implantable neurostimulator (ins) being at an angle, and it was no longer a problem. Replacing the programmer batteries resolved the communication issue.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were having difficulty recharging their implantable neurostimulator (ins). The patient had been charging for 2 hours with all of the coupling bars. The ins was about 1/8 charged at the time of the report. It was noted that the patient had lost a little bit of weight. The muscle on the left side of the patient's body curved into the spine and the ins was between the high point of muscle and the spine and on an angle. The patient could feel the end of the ins and the recharger was only getting the end of the ins. The patient tried repositioning their recharger antenna and saw the reposition antenna screen. After repositioning the antenna again they had 6 to 8 coupling bars. They were unable to communicate with their ins using the patient programmer since when they synced with the programmer it showed a programmer battery icon and the programmer battery needed to be replaced . The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.